Event description:
It was reported that an altitude alarm occurred with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer regularly cleans the speaker holes on the pump, and technical support advised them to clean the speaker holes once more. Additionally, support planned to follow up soon and attempt to reconnect the cartridge and resume insulin delivery.